Manufacturer narrative:
The hvad pump remains implanted and therefore was not returned to heartware for evaluation. The patient was treated with anticoagulants and is reported to have discontinued pump support due to myocardial recovery. Review of the manufacturing documentation confirmed that hvad pump met all requirements for release. The high power event could not be confirmed as the controller log files were not provided for analysis. Investigations of complaints with similar circumstances were reviewed; thrombosis is a known potential complication associated with all patients implanted with a ventricular assistance device (vad); this type of event is multifactorial in etiology and may result in the patient experiencing decreased blood flow and an increase in vad power. Although the presence of the thrombus and origin cannot be conclusively determined, patient, procedural, and pharmacological factors may contribute to this type of event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event.

Event description:
Approximately four months after implant, pump thrombus was suspected and successfully treated with aspirin and heparin. This patient has since discontinued pump support due to myocardial recovery. The pump remains in situ and the patient is doing well. The hospital has advised that no additional information is currently available. Investigation is ongoing.

Manufacturer narrative:
The product remains implanted in the patient, therefore, it will not be returned. Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.